Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed multiple ¿load step malfunction¿ and ¿loss of prime¿ warnings due to zero force on the reported date. The review of the history showed that reboots had occurred. The battery compartment was observed to be cracked extending from the threads down to the case seal. The battery cap that was returned with the pump has stripped threads and was unable to maintain an electrical connection. A test battery cap was used during investigation and was able to maintain electrical connection. The pump was opened and inspection showed a crack to the force sensor wire near the pins. No other defect was found to the printed circuit board or force sensor circuit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. The pump was opened and inspection showed a crack to the force sensor wire near the pins. No other defect was found to the printed circuit board or force sensor circuit.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that after completing the load step, the cartridge was pushed out of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.